Manufacturer narrative:
The reported event regarding locator fracture was confirmed. The reported mloa004 locator abutment investigation was performed by the supplier, zest anchor inc. Based on the evaluation, device malfunction had occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. Potential failure modes as per risk management files: the probable cause for the reported event is excessive torque during implant placement. A definitive root cause could not be identified. Risks associated with locator fracture are owned and were reviewed by the supplier, zest anchor inc. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Corrective actions with locator fracture are owned by the supplier, zest anchor inc.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured in the implant #11 and needs to be removed. The screw could not be removed with tools provided and implant was put to sleep until current plan for appliance changes.